Event description:
Ed physician incurred an IV stick injury due to failed safety cover activation after use. The physician was placing an IV in the patients l external jugular. After receiving flash, he pulled back to retract the needle, however, the safety protector did not activate and the physician incurred a needle stick injury.